Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad does not work. Evaluation observed during a visual inspection that the keypad flex was not fully inserted in the input/output processor printed circuit board (I/o pcb). The keypad was reinstalled to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum pump did not work. There was no patient involvement. No additional information is available.